Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation by olympus (B)(4), the following was confirmed. The device has not been repaired in the last year. The device did not turn on due to a defect in the power supply unit. The endoscope could not be connected due to the damaged output socket. More than five years have passed since the device was manufactured. It is possible that the device did not start up due to accidental failure of power supply unit parts or board parts due to long-term use. In addition, the output socket may have been damaged due to the external force applied to the output socket due to handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
A representative from olympus (B)(4). Reported that the device did not turn on. The device was used in combination with the standard set. This device is an olympus asset and there was no report of patient injury associated with the event.